Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported devices were located on tooth sites #8 & 9 and was used for an unknown amount of time. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions breakage warning per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was not completed for the iunihg since the lot number was unknown. Complaint history review: a complaint history review by item number was conducted for the iunihg dating back to 12 months from notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture screw) for the reported products. Post market trend review: march post market trending was reviewed and there were no negative trends or corrective actions for the reported events (fracture screw) and devices (iunihg). Malf/event: based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured in the patients mouth in tooth #8. Screw was removed without any harm to the implant or patient.